Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 299 mg/dl, 110 mg/dl, 101 mg/dl, and 79 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.